Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that right ventricular lead exhibited high capture threshold, high pacing impedance and a decrease in sensing. It was discovered that the lead had dislodged. An attempt to reposition the lead was unsuccessful as the helix would not extend. The lead was explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.